Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the tip of the stylus was loose and the stylus would not function. It was also noted that the electrocardiogram (ECG) connector was loose. The paper tray was empty. The power cable was missing. The lower and upper bullets were broken. The light emitting diode (led) window of the radiofrequency head was cracked. The radiofrequency head cable was worn out but still functional. The anti-slip layer of the radiofrequency head was worn. Errors were noted in software log. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.